Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation were inconclusive for the reported event due to the condition of the returned pressurewire. The guidewire was noted to be bent and kinked throughout. The device was also noted to be fractured at the hydrophilic coated tube. The aforementioned fracture can affect signal readings and precluded further functional testing. Electrical testing of the guidewire revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported issue was unable to be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming a fractured tubing and missing distal portion.